Event description:
From staff: rn had gotten access of patient's left basilic vein with 21g needle from the bard PICC [peripherally inserted central catheter] kit lot number rekq1531 and started threading guidewire through needle and rn said it stopped unexpectedly during insertion, and they were unable to advance the wire further. Rn was unable to pull the wire back and had to take out the needle and wire as one unit from the patient's arm. Rn held pressure at site, applied dressing and took a new kit and successfully placed the PICC in the opposite arm (right basilic vein).